Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2008, the patient was implanted with four gore tag thoracic endoprosthesis. On (B)(6), 2009, the patient was implanted with two gore tag thoracic endoprosthesis. No further information is available.